Manufacturer narrative:
Final device analysis reveals - no anomaly found; normal device function.

Event description:
Device returned to the MFR for analysis after an implant duration of approx 77 months with no info or reason for returning the explant device. Info later rec'd from the hcp reported the pt experienced onset of increased pain in 2006. Device troubleshooting included a nuclear medicine test, and the catheter access port was "tapped". It was reported that the system was explanted and replaced one month later.